Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass the flow rate accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: it was reported that the device was programmed with 40ml volume to be infused at a 20cc/hr rate in the biomedical service area. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was unable to reproduce the reported symptom. The reported condition was not verified. The device was found to deliver within specification. Should additional relevant information become available, a supplemental report will be submitted.